Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number 906089013 model/catalog description control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot: number 904961009 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision and replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient noticed the device was not working leading to the procedure. The device seemed to have lost fluid but no leaks were found during the case. It also seemed like they needed to downsize the cuff. The patient did not experience any adverse event during the case and was fine right after the surgery.